Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, at the closing incisions on an open ankle procedure, there was wound dehiscence after six months of the procedure. Two wound vacuum-assisted closure interventions were done.